Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was able to identify that the set was completely cut apart and sealing marks were noticed on end of tube. Missing sealing marks were noticed on the peel pouch. The reported condition was verified. The cause was determined to be a manufacturing defect where the tube was damaged by the packaging machine. To address this issue, operator training will be updated and all operators will be re-trained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a dehp-free solution administration set was found to be crushed and cut. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.